Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported observing a fluid leak when removing the cassette from the cycler. The leak was reported coming from the cassette. The patient reported that the cycler did alarm for air detected in the cassette prior to the fluid leak being observed. Additional information was solicited. No adverse event reported at this time.